Manufacturer narrative:
Alternate phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl (1375 mcg/ml), clonidine (275.7 mcg/ml), and bupivacaine (17 mg/ml) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that a partial pocket fill occurred. A volume of 5 ml was filled into the pocket. The patient responded well to narcan in the clinic. She was taken to the ed (emergency department) and they put her on a narcan drip. She was admitted to the ICU and then discharged on (B)(6) 2021 and was doing fine now.